Event description:
During a vaccum aspiration abortion procedure using 11 mm flexible cannula the tip broke off in the uterus durng the procedure. The cervix was dilated and the tip was removed successfully from the uterus. Med gyn was notified of the incident and rptr returned the remaining 11 mm flexible cannulas to the manufacturer. This was the second incident (as reported) in which the tip of 11 mm flex cannula broke off. Due to the nature of the problem rptr has decided to discontinue the use of 11 mm currette and filed a formal report to document problem.